Event description:
During an in clinic follow-up, noise that resulted in oversensing was noted on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. Provocative testing was performed and the lead noise was not reproduced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
Additional information was received that the device sensitivity was reprogrammed to resolve the noise, however, noise continued to be detected. A revision procedure is anticipated. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the rv lead was capped and replaced to resolve the event. Insulation damage was visually confirmed during procedure. The patient was stable with no consequence.